Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system was on the right side due to a dialysis shunt in the left arm. At the recent generator change-out, the high voltage lead impedance measured > 125 ohms in multiple vectors and it was suspected there may be an issue with the proximal coil of the rv lead. Defibrillation threshold (dft) testing was performed and was unsuccessful at 17 and 31 j; numerous external shocks were required which converted the rhythm. Reverse polarity was then tried and dfts failed again. The field representative discussed with boston scientific technical services (ts) that the physician was considering adding a lead to the cs or azygous vein. Ts reviewed that this would be considered off-label. Approximately, five days later the patient underwent another procedure where a competitor's svc (superior vena cava) coil was implanted in the left subclavian and connected to this device. Dfts were performed and were successful at 31 j. There were no additional adverse patient effects, and this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was later explanted and replaced. No adverse patient effects were reported.